Event description:
It was reported that during a thyroidectomy procedure, the teflon part moved out from its place at the very beginning of the operation. It came off and the operator was not able to keep it in place. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. The analysis results found that the device was returned with the tissue pad was shifted proximally. However, it is still attached to the clamp arm. A design change plan has been implemented to address this issue. No other anomalies were noted.